Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with two 550cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms. The symptoms are slurred speech, rash, fatigue, joint pain, and inflammation. No device issue was reported. The patient reported that several tests included MRI, neurological testing, swallow test, and blood test, were performed. However, all the tests indicated normal results. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 5-nov-2021, mentor received additional information regarding the event date and explantation date. The patient stated that her symptoms started around late (B)(6) 2020. The event date was estimated as (B)(6) 2020 based on available information. The patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: generalized illness manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-jan-2022, mentor received additional information regarding the consultation and the patient¿s symptoms. The patient had a consultation with a healthcare professional regarding the revision surgery on (B)(6) 2021. After the revision surgery, the patient¿s family members noticed improvement in her speech. Manufacturer's reference number: (B)(4).